Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin therapy and, if necessary, they have an alternate method of insulin therapy available. There was no reported adverse impact to the customer¿s blood glucose level.